Event description:
Event description boston scientific crm received information that in a revision procedure, this non-guidant right ventricular lead was surgically abandoned due to low impedances, and this guidant pacemaker was explanted due to rapid battery depletion. The device, which was in service for approximately 17.1 months, was noted to have been programmed to high pacing outputs. No adverse patient effects were reported.